Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. (B) (4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. Staff thought the seal was loaded in the deployment tube but when they pulled out the delivery device from the loader device, the seal popped out and became unfolded before they approached the pt. A replacement heartstring seal was used to complete the procedure. The pt complications were reported by the hosp.